Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1715kl was requested and the device was returned.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self-test. Successfully downloaded the trace and history files using thus. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith) due to moisture damage to pcb1 and pcb2 board. No alarms or alerts noted during testing or in the history download files. Pump was cut open to perform visual inspection and found moisture damage to motor assemblies, pcb1 board and pcb 2 board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked battery tube threads, corroded battery tube, corroded motor home switch. The abnormal power management graph confirmed the unexpected battery power loss was triggered due to moisture damage on pcb1 and pcb2 boards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.